Event description:
It was reported that the wire broke off and was unretrieved. The patient was not discharged from the hospital. The 89% stenosed target lesion was located in the mildly tortuous and moderately calcified segment from the popliteal artery to the proximal anterior tibial artery. A per rota wire exsup was selected for left leg atherectomy. During the procedure, the wire was checked if it is still in place and a small piece of the end of the wire was noticed to be separated from the wire itself. A spider filter was placed beyond the piece of the wire in the hopes of capturing it after a few tries without success and a small segment of the tip at 5mm in length remains and will remain in the patient's distal at/pedal artery. An over the wire (otw) sterling balloon was inflated in the at artery (above the wire piece) as would normally be done after atherectomy. No flow was observed for a short segment from distal popliteal to proximal at artery. Additionally, it was noticed that the distal popliteal as well as the proximal at artery was thrombosed. Patient was transferred to the hospital to have a catheter placed for thrombolysis across area that was thrombosed. The procedure was completed. The patient was not discharged from the hospital and the patient was stable.